Manufacturer narrative:
(B)(4). Correction: date of event revised from 03/23/2017 to 02/08/2017. The device was returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit. (B)(4).

Event description:
Subsequent to the initial medwatch report the following information was provided: there was difficulty removing the protective sheath. The nc trek was prepped per the instructions for use with no leak noted and it was advanced to the lesion with no resistance felt.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310]. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
It was reported that the nc trek 3.5 x 15 mm was intended to use to expand a stent implanted in the mid left anterior descending (lad) artery. After the nc trek entered the stent, the balloon would not expand because the contrast medium did not enter the balloon. The nc trek was removed from the patient. Then the balloon was attempted to be expanded outside the body, but it still could not expand and the contrast medium also did not enter the balloon. A non-abbott balloon catheter was used. No additional information was provided.